Event description:
Analysis of the generator was completed. The reported failure to program allegation was not duplicated in the lab. The pulse generator was interrogated at multiple orientations. The distance from the top of the box to the top of the pulse generator is approximately 1.50 inches. With the programming wand in the appropriate location to the pulse generator, the pulse generator interrogated at all orientations. The pulse generator was removed from the sterile package. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the generator would not interrogate for an implant case. The generator packaging was not opened. Another generator was used on the patient, and the implant was successful. Therefore, no patient was affected. The programming system was ruled out as they were able to interrogate a second generator. The programming handheld and wand were functioning, and the handheld was unplugged from the wall power outlet for use to help rule out electromagnetic interference. The product was received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of the generator device history records confirmed all quality tests were passed prior to distribution.